Manufacturer narrative:
A steris service technician arrived onsite following the reported event. While inspecting the unit, the technician found the drain check valve and the float block assembly required repair. The technician also found a small hole in the inflatable seal. To resolve the issue, the technician replaced the inflatable seal, rebuilt the float block assembly and drain check valve as stated in the system 1e processor's operator manual, ran a test cycle, and confirmed the unit to be operating according to specifications. The system 1e processor's maintenance manual states (p. 4-3), "inspect float block, maxpure filter housing, circulation and drain block check valves two times per year" and (p. 4-4), "inspect inflatable seal two times per year". The unit is not under a steris maintenance contract. The user facility is responsible for all preventive maintenance activities. The reported event can be attributed to inadequate preventive maintenance on the unit. The issue with the drain check valve and float block assembly and the small hole in the inflatable seal may have caused the unit to not drain properly, resulting in the reported water leak. The system 1e processor's operator manual states (p. 1-1), "repairs by unauthorized individuals should not be attempted and may result in damage or malfunction. Non-user serviceable components should be serviced by an authorized steris service representative only". The unit was returned to service and no additional issues have been reported.

Event description:
The user facility reported water leaking from the lid and a drain check fault from their system 1e processor. No report of injury.